Event description:
It was reported by service report that the siderails were stuck in a down position and unable to latch in the upright position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results - siderails corroded.